Event description:
It was reported to boston scientific corporation that a transbornchial aspiration needle (tban) device was used during a bronchoscopy procedure. According to the complainant, the needle became disconnected from the drive wire, while it was down the scope. The needle did not fall off into the patient; the device was removed from the scope, and the needle was still in the sheath. Another tban device was placed down the scope. However, the procedure was not able to be completed, as the targeted tissue was calcified; it was too hard to penetrate to obtain a sample. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a transbornchial aspiration needle (tban) device was used during a bronchoscopy procedure.according to the complainant, the needle became disconnected from the drive wire, while it was down the scope. The needle did not fall off into the patient; the device was removed from the scope, and the needle was still in the sheath. Another tban device was placed down the scope. However, the procedure was not able to be completed, as the targeted tissue was calcified; it was too hard to penetrate to obtain a sample.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a transbornchial aspiration needle (tban) device was used during a bronchoscopy procedure.according to the complainant, the needle became disconnected from the drive wire, while it was down the scope. The needle did not fall off into the patient; the device was removed from the scope, and the needle was still in the sheath. Another tban device was placed down the scope. However, the procedure was not able to be completed, as the targeted tissue was calcified; it was too hard to penetrate to obtain a sample.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.